Event description:
The pt called lifescan (lfs) in 05 and alleged that her meter was reading inaccurately low. Six days earlier in the morning, the pt tested her blood glucose and obtained a result of 44 mg/dl. She reported feeling shaky, a symptom of hypoglycemia, at the time of testing. The pt then passed out and she woke up in the hosp. The pt was told that the paramedics tested her blood glucose, result was 59 mg/dl, and took her to the hosp. The pt does not know what kind of treatment she received by the paramedics or the hosp staff. The pt was comparing her meter to feelings/normal readings, which is considered anecdotal. A replacement meter has been sent. The test strips were in good condition; they were not expired, stored improperly, or opened longer than the discard date. The codes matched and the techniques for applying the blood to the test strips and for cleaning the puncture site were correct. The pt's meter would not power on at the time of the call to lfs; therefore no control solution test was performed. The power issue was caused by corroded battery contacts.